Event description:
It was reported that an interspinous spacer implant procedure was aborted due to excessive bleeding. The physician noted that the bleeding was superficial, but he was concerned of the possibility of bleeding in the spine if the implant was completed. The procedure was aborted prior to any instrumentation being used. There was no adverse outcomes observed, and the bleeding was controlled as the physician closed the initial incision site. There were no complications post-operatively.